Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05688, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were used during a colonoscopy with a polypectomy performed on (B)(6), 2009. According to the complainant, during the procedure, they were unable to move the blue gripper on both devices, therefore, they were not able to expose and deploy the clips. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05688, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy with a polypectomy performed on (B)(6) 2009 (patients weight is unknown). According to the complainant, during the procedure, they were unable to move the blue gripper on both devices, therefore they were not able to expose and deploy the clips. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and there was a kink in the control wire near the handle. The clip assembly was stuck through the side of the over sheath and was detached from the bushing. The yoke had separated from the clip assembly and was still attached to the control wire. In addition, the prongs were bent and they had an overbite. Functionally, the control wire was actuated several times and the yoke was deployed. The most probable root cause has been determined to be operational context as evident by the kink in the control wire and the sheath grip being detached. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).